Event description:
An alarm issue was reported that included alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform several actions, including adjusting tubing connections and delivering boluses to resolve the occlusion alarms. After a successful bolus delivery, it was resolved that the customer would replace supplies as needed and continue with insulin therapy.